Event description:
A distributor reported that a malfunction code was displayed on the pump, which could not be reset. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reverted to a backup insulin pump for insulin therapy.